Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from the USA of peritonitis in a patient coincident with dianeal, unknown therapy. On an unreported date, the patient began treatment with dianeal, unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, information was received from a clinical educator regarding a patient who experienced peritonitis after attempting to figure out the homechoice (hc) device without training. On (B)(6) 2011, follow-up from the pd nurse revealed that the patient had used dianeal "regular" (unspecified) at the time of the peritonitis. Treatment provided was not reported. It was not reported if the patient was hospitalized for the peritonitis. Outcome for the event of peritonitis and action taken with suspect product were not reported. Medical history and concomitant medications were not reported. The nurse did not provide an opinion of causality for the event of peritonitis and dianeal therapy.